Manufacturer narrative:
Customer tested affected patient samples and issued amended reports.

Event description:
On (B)(6) 2003, customer reported instrument bundles were hitting centrifuge tubes. Customer was instructed to change parameters. Customer changed parameters but subsequent qc checks were not performed. As a result, the instrument began dispensing solution inappropriately which resulted in certain patient samples not being tested and results being reported based on prior patient samples. Customer became aware of and reported this problem on (B)(6) 2003. Customer was instructed to change parameters to appropriately defined ranges and perform qc checks.